Event description:
The bd 3ml sterile syringe 23g1 part 309571 is clearly contaminated in the sealed package. Diagnosis or reason for use: b12 injection. Not used as it was clearly contaminated. This was found before use, band is 100% sealed! Photos taken.